Event description:
It was reported that the patient¿s implanted implantable cardioverter defibrillator (ICD) was discovered to be incompatible with the patient¿s implanted lead, resulting in a user concern. The ICD was subsequently explanted and successfully replaced. The patient remained stable.

Manufacturer narrative:
The reported event was user error. Final analysis found the device to be within normal range of operation. No anomalies were detected.